Event description:
It was reported that this right ventricular (rv) lead was repositioned from septum to apex region due to cardiac perforation. Lead currently remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead exhibited pacing.

Event description:
It was reported that this right ventricular (rv) lead was repositioned from septum to apex region due to cardiac perforation. Lead currently remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. Product record reviews did not identify a potential product quality issue or new patient harm. The primary reported observation is addressed in product labeling (i.e. Instructions for use). A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right ventricular (rv) lead was repositioned from septum to apex region due to cardiac perforation. Lead currently remains in service. No additional adverse patient effects were reported.